Event description:
(B)(4) received notification from its distributor in (B)(4) that opacification of an unspecified rayner iol had been observed on an unk date post-operatively. Please see rayner's MDR 9611165-2015-00024 for further info.